Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Additional information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's leads migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored postoperatively.